Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant site and was treated with IV antibiotics. This report is submitted on august 21, 2023.

Manufacturer narrative:
Per the clinic, the patient was hospitalised for the explantation. This report is submitted on august 29, 2023.

Manufacturer narrative:
This report is submitted on april 18, 2023.

Event description:
Per the clinic the device was explanted on (B)(6) 2014 due to unspecific medical reasons. The patient was reimplanted with another cochlear device on (B)(6) 2015.